Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer was using a expired oxygen sensor. The customer was advised on the replacement intervals for the oxygen sensor. The patient was not harmed as a result of the event.